Manufacturer narrative:
Film evaluation summary: the exact cause of the proximal type I endoleak seen post-implant could not be determined from the films provided. Films during implant were not returned. Pre-implant images revealed that the patient¿s proximal neck was severely calcified. It is possible that the neck calcification may have contributed to the reported type ia endoleak. Films returned prior to discharge were not-contrast; therefore, any endoleak assessment could not be performed. A likely type ii endoleak seen on the films was anatomy related; however, aaa expansion was not observed during this interval. No other stent graft issues were observed. The cause of the anemia secondary to a large groin hematoma could not be determined; this may have been related to the implant procedure. The cause of the fem-fem bypass graft infection and additional reported clinical sequelae also could not be determined from the films provided. Analysis of the returned films did not reveal any characteristics that could explain the reported clinical events. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment an abdominal aortic aneurysm. It was noted that both renal arteries were also stented. It was reported that there was a proximal type I endoleak post procedure and aptus endoanchors were implanted. The patient experienced bilateral groin pain, required several transfusions for symptomatic anemia, and developed a large groin hematoma. The patient was placed in the intensive care unit, received medication, and the event was resolved. The aneurysm sac no longer had flow and the maximum aneurysm diameter had decreased to 5.8 cm. The investigator indicated that the proximal type I endoleak was related to the index procedure but did not indicate if related to device. Per the physician, the small proximal type I endoleak had signs of thrombosis that suggested some depressurization of the sac spontaneously. The investigator indicated that the symptomatic anemia secondary to large groin hematoma was related to the index procedure but did not indicate if related to device. It was additionally reported that approximately 5 weeks post implant, the patient developed an infection of the femoral-femoral bypass graft with massive cellulitis and an abscess on the right groin. This was accompanied by right groin pain, fever, and swelling. This too was assessed to be related to the index procedure. There was an excision of the femoral-femoral graft with the removal of all prosthetic material. It was also noted that during the intervention the bovine pericardial patch was inadvertently pulled off by the graft, resulting in excessive bleeding. The physician was able to control the bleed and blood was given to the patient. Exploratory surgery in the left and right groin with evacuation of the pus was also performed. A bypass was performed from a left axillary artery to the common femoral artery. There was also the creation of a rectus-femoris muscle flap. It was also noted that the patient¿s sodium was low, chloride was low, glucose was high, phosphorus was high, red blood cell count was low, hemoglobin was low, hematocrit was low, mcv was high, mch was high, mchc was low, rdw was high,and plt count was low. No additional clinical sequelae were reported and the patient will be monitored.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.